Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Friend/family member reported the patient¿s device was not working and they wanted to have it removed. It was reported that the patient had gone through all the programs and the device was not doing what it was supposed to do. It was reported that this started happening about a year ago. No further complications reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the device never worked, it worked sort of, but didn't work well at all. They repeated information from previous call. They said the first device worked, however when they received replacement, the patient said they hadn't received control of incontinence since.